Manufacturer narrative:
Investigation summary: 1 photo showing the unit pack batch information was returned. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience based on photo returned. Root cause description: as no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the back of the pvc during use. The following information was provided by the initial reporter: "leakage from the back of the pvc as in previous complaints."